Event description:
Reported due to reported "in-stent" thrombosis. The physician used a jostent graftmaster for treatment of a free perforation. The stent was successfully implanted over a previously placed stent and sealed the perforation. An "in-stent" thrombus has been reported as a complication. Although requested no additional info has been provided.